Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery and pump error alarm. The customer¿s blood glucose level was 150 mg/dl. The customer stated that the issue was resolved by changing the reservoir. The reservoir will be returned for analysis.